Event description:
According to the reporter, during colorectal anastomosis, following the stapling, the anvil of the forceps would not fold and made it difficult to remove the device. Dissection between the anvil and the rectal wall was done to remove the device without damaging the anastomosis. The procedure was lengthened as a result.

Manufacturer narrative:
Additional information: g3. Correction: b5, h6 (remove imf code f08). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during colorectal anastomosis, following the stapling, the anvil of the forceps would not fold and made it difficult to remove the device. Dissection between the anvil and the rectal wall was done to remove the device without damaging the anastomosis. The procedure was lengthened as a result. The patient's hospitalization was also extended.